Manufacturer narrative:
Health professional should have been - yes - rather than no. Occupation should have been physician. Should have been - unknown - for reported to the FDA.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an unspecified issue with the lv lead and was scheduled for a lead revision however the physician stopped the procedure due to occlusion on (B)(6) 2017, the patient was admitted to the hospital due to shortness of breath. While in the hospital, the patient went into ventricular tachycardia but the device did not deliver a shock. Medication was unsuccessful to convert the patient¿s rhythm and so the patient was given an external shock and then admitted to the ICU. The patient developed pneumothorax and was given a chest tube. On (B)(6) 2017, the chest tube was removed and the patient was placed on a ventilator. The patient¿s wife believes that placing the patient on a ventilator may have damaged the lung. The patient passed away due to respiratory failure.